Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). There is no indication of lens explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a piece of lint on it. The surgeon was able to remove the lint. During follow-up, it was found that there was patient contact with the iol and the cartridge tip. The iol was fully inserted/implanted. There was no vitrectomy, no incision enlargement, no serious patient injury, no sutures. No additional information was provided to abbott medical optics.